Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device change out procedure due to eol. The right ventricular lead was tested and noted to have high impedance. Insulation anomaly was found. The lead was capped and replaced on (B)(6) 2017. There were no issues before and after surgery.